Event description:
It was reported that the patient experienced pericardial effusion, due to lead perforation. The patient had a prolong hospitalization and the condition has been treated. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.